Manufacturer narrative:
Other applicable component: product ID: neu_ptm_prog, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to recharge their implantable neurostimulator (ins). The ins battery was very low and they also saw a ¿low battery¿ screen on the patient programmer. It was noted that the patient last recharged their ins about two weeks prior to the date of this report. During the call, the patient¿s ins was unable to communicate with their recharger, even though they had all eight coupling boxes. The patient replaced the batteries in the programmer and then got poor communication. It was reviewed that since the ins battery was low, the patient should continue recharging and call back if the programmer still showed a ¿poor communication¿ screen afterwards. It was noted that the issue occurred on the date of this report. No patient symptoms were reported and there were no complications. Indication for use is post lumbar laminectomy syndrome.